Event description:
A sophy shunt was implanted in the patient (male) in 2006. In 2006, neurosurgeon explanted the valve, after a diagnosis of sligth ventricle despite the high pressure setting operated. Overdrainage we suspected.

Manufacturer narrative:
Analysis has to be done.